Event description:
A revision surgery was reported due to loosening.

Event description:
Correction: this MDR is a duplicate of MDR 1020279-2011-00324.

Manufacturer narrative:
This MDR is a duplicate of MDR 1020279-2011-00324